Manufacturer narrative:
As reported the expired device was used in error. A review of our records shows that the device was well within the date of expiry (05/28/2019) when provided to the facility on 02/06/2017. The expiration date is located on multiple layers of the packaging. This event is confirmed for user related. The IFU instructs the user "prior to initiating the procedure, visually inspect the package containing the flexitip xl-r applicator for any signs of damage. Used on patient and discarded.

Event description:
It was reported that the user facility was performing a minimally invasive ivor-lewis esophagectomy with gastric pull-up on (B)(6) 2019. At the close of the case, it was discovered that an expired flexi-tip applicator with arista hemostatic agent had been used during the case. There was no adverse patient outcome and no additional medical or surgical intervention required.